Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with an insulin syringe. The customer reports that the cannula broke off in the insulin bottle. No patient injury.

Manufacturer narrative:
Submit date: (B)(4) 2009. An investigation is currently underway. Upon completion, the results will be forwarded.